Event description:
It was reported that during a coronary drug eluting stenting treatment procedure deployment difficulty occurred, and post procedure stent thrombosis occurred. The pt presented with angina. The lesion being treated was located in the mid left anterior descending (lad). The lesion was 15mm in length with a 90% stenosis. The lesion was calcified with a tortuous pass proximal to the lesion with a bifurcation. After administering heparin, the physician advanced a guidewire to the opposite artery (second diagonal branch), and pre-ivus was performed. Without pre-dilating the lesion, the physician advanced and implanted the 2.75x20mm taxus express2 drug eluting stent in the mid lad at 16 atms for 30 seconds. The previously advanced guidewire was crossed to the lad and an additional guidewire was crossed to the opposite artery, and the lesion was post-dilated with a 2.75x15mm non-bsc balloon at 16 atms for 30 seconds. The wires were withdrawn and nitroglycerin was administered. Tests were done, and it was noted that the proximal end of the taxus stent was not dilated completely. The physician did not perform additional dilation due to fear of dissection. The procedure was completed without complication. There were no flow problems and there was no plaque shift. The pt was discharged after the intervention. Five days later, the pt presented with chest pain, and it appeared following tests that the pt had an acute myocardial infarction.the pt was transferred to another hosp and was treated for thrombosis. The location of the thrombosis was inside the 2.75x20mm taxus stent at the part of incomplete dilatation, which was confirmed with angiography. The thrombosis was aspirated and pulse infusion thrombolysis was done. Flow improved, and it was noted there was a 75% stenosis at the distal side of the taxus stent, so a 2.75x16mm taxus express2 stent was implanted at the distal side of the 2.75x20mm stent at the point of incomplete dilatation. Pletal was changed to plavix. The pt was hospitalized and is reported to be recovering. The physician reported that the thrombosis was believed, to be related to the taxus stent, and the pt was compliant with anti-platelet therapy.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.